Event description:
It was reported that during the osteotomy procedure, the locking drill extender broke into two pieces while using it (implant site number unk). Date of event is unk. No pt ill effects or intervention.

Manufacturer narrative:
Visual examination of the returned part confirms the drill extender is broken. The most probable cause of the reported issue is corrosion, and normal wear and tear. It is determined that this customer purchased the device on (B)(6) 2009. The actual extent and conditions of drill usage are unk. Keystone dental's surgical manual recommends drills be replaced when worn, corroded, dull or otherwise compromised. Further, drills should be replaced after approximately twenty (20) uses depending on bone density. It is left to the physician to track individual device usage. It is concluded that the keystone dental labeling instructions on how the product should be used are adequate and should help the user avoid this type of device failure. Follow up performed, if additional info is received at a later date, a supplemental report will be submitted. (B)(4).